Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited an image problem (blackout). There were no reports of patient involvement.

Manufacturer narrative:
Correction - g2 - foreign & company representative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of "image disappearance" was confirmed. The probably cause was likely attributed to moisture or water entered the scope and caused damage to the image sensor unit. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.